Manufacturer narrative:
Investigation summary: a complaint of tubing breaking at the distal port was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21039027 was performed. The search showed that a total of 28,803 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation, and defective/damaged tubing. The following information was provided by the initial reporter: material #: 2426-0007. Batch/ lot #: 21039027. Tubing set was broke/disconnected at distal port.